Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. When the patient was asked for permission to contact their physician they declined; further follow-up regarding this report is not possible. Reason for reoperation: seroma - late.

Event description:
Patient reported experiencing "persistent pain," "breast enlargement or hardening," "lump in the breast or armpit," and "large fluid collection surrounding an implant." Affected side is left. The device remains implanted.